Event description:
It was reported "intermittent ECG and ap waveforms after update leading to trigger loss alarms". Additional information states that the iab catheter was removed and replaced. To continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " intermittent ECG and ap waveforms afterupdate leading to trigger loss alarms". Additional informaiton states that the iab catheter was removed and replaced. To continue therapy. No paitient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Upon further review, it was determined that this complaint was created in error, thus, the initial MDR submitted on 24 feb 2026 should be retracted.